Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was confirmed during a phone call on 02/01/2019 that far r wave oversensing had been observed on the pacemaker which may have contributed to competitive atrial pacing previously been observed. Programming changes were made. No patient symptoms were reported. The patient was stable following programming changes.